Event description:
The customer reported the ventilator alarmed vent inop. The device was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported review of the device diagnostic history noted a vent inop due to an air valve liftoff failure. During testing, the manufacturers field service engineer (fse) reported the unit failed testing for the liftoff failure. The fse replaced the air valve to address the reported problem. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Supplemental report

Event description:
Factory analysis of the returned air valve revealed the motor seized up which resulted in the reported vent inop issue.